Manufacturer narrative:
Correction 08/03/2015 - the incident description in the initial 3500a report should have read as follows: "on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio 2 meter was reading inaccurately high compared to a calibrated laboratory device. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred at 10pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿17.4mmol/l¿ on the subject meter and ¿14.2mmol/l¿ on a calibrated laboratory device within 10 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and as a result of developing the symptom of ¿dizziness¿ on (B)(6), decided to increase their dosage from 8 units of humalog x3 per day to 12 units x3 per day. The patient stated that after 3 days they were still experiencing ¿dizziness¿ so went to the hospital. At the hospital the patient was admitted for 10 days and given a variety of oral medications including ¿gabanet 300mg x1 tablet, stadamed, helicid and fenofix¿. The doctor also advised them to change their insulin dosage to 10 units x3 per day. The patient stated that they felt the onset of the symptom of ¿dizziness¿ might have been due to other, unspecified, medical issues. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting and an approved sample site was being used to obtain results. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury; the patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. Despite being hospitalized, it was noted that the patient felt that this might have been due to other medical conditions unrelated to their diabetes, and, in addition, the only medication the patient was given relating to their diabetes correlates with the patient¿s allegation of high subject meter results. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy."

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury; the patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. Despite being hospitalized, it was noted that the patient felt that this might have been due to other medical conditions unrelated to their diabetes, and, in addition, the only medication the patient was given relating to their diabetes correlates with the patient¿s allegation of high subject meter results. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.